Event description:
It was reported, that the subject device had image problem. The issue occurred, during the unspecified procedure. The procedure was completed with the same set of equipment. With no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. Which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image problem. The issue occurred during the unspecified procedure. The procedure was completed with the same set of equipment with no surgical delay. There were no reports of patient harm.